Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/ unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant body fractured. The implant was removed from tooth site 5.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear from use and debris around the threads. The implant collar is fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.